Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing via a change in the intrinsic morphology. The shock induced ventricular fibrillation. It took four shocks to successfully convert the arrhythmia. As mentioned previously, the system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had and additional inappropriate shock due to oversensing via a change in the intrinsic morphology. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The patient's qrs complex had widened. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had and additional inappropriate shock due to oversensing via a change in the intrinsic morphology. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The patient's qrs complex had widened. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The patient's qrs complex had widened. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.